Event description:
It was reported that the patient's blood glucose level (bg) rose to 21 mmol/l (378 mg/dl) while wearing the pod. The patient reported receiving a "automated delivery restriction" alert and removed their pod. Upon removal, the patient observed not seeing a puncture at the infusion site and being unsure if the cannula was properly seated. Information on treatment was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.